Event description:
A malfunction was reported, specifically with malfunction code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and mdi for insulin therapy until the replacement arrives.